Manufacturer narrative:
The customer reformatted the hard drive and cleared the fault. No ge service was performed.

Event description:
The customer reported the system is not working. No pt injury was reported.